Event description:
Procedure performed: unknown event description: in a [age] year-old patient treated for adnexal torsion, when the trocar is used, the tip is bent allowing not its introduction after incision. Clinical consequences: change of introducer. No consequences for the patient. Additional information received by email from the customer on (B)(6)2020 : the operation was an adnexal torsion support, the incident was identified when trying to use the device for insertion. The obturator was well in the canula at the time of use. Normal use of the device has been described without the application of excessive force. Intervention: change of introducer patient status: no patient injury or illness occurred associated with the complaint event.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a damaged obturator tip. The distal tip of the obturator was fractured, but the fragment was not returned for evaluation. Based on the condition of the returned unit and the description of the event, it is likely that the obturator tip broke due to exposure to lipids and/or material abnormalities during the manufacturing process. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. A bent obturator tip is not considered to be reportable as it is unlikely to cause or contribute to death or serious injury. However, the event is reportable due to the fractured obturator tip that was observed during the evaluation of the returned unit.

Manufacturer narrative:
The event unit has been returned to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: unknown. Event description: in a [age] year-old patient treated for adnexal torsion, when the trocar is used, the tip is bent allowing not its introduction after incision. Clinical consequences: change of introducer. No consequences for the patient. Additional information received by email from the customer on 05may2020: the operation was an adnexal torsion support, the incident was identified when trying to use the device for insertion. The obturator was well in the canula at the time of use. Normal use of the device has been described without the application of excessive force. Intervention: change of introducer. Patient status: no patient injury or illness occurred associated with the complaint event.